Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported metal dust particles in the corneal incision and on the stroma in several cases. These particles were observed during the post operative visit using a slit lamp microscope. The physician noted these particle were impossible to flush out during surgery. It is unknown how many patients were effected by this event. This is the first of two reports from this facility. Alcon ref file (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of metal dust particles in the corneal incision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).